Event description:
It was stated that the batteries were lasting only six days. Troubleshooting was performed, and the low battery life was confirmed. The insulin pump passed the leadscrew and self tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the battery life due to the blank display.